Manufacturer narrative:
Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. The pump was received with cracked case corner of belt clip rails, cracked battery tube threads. Unit p-cap / test reservoir lock in place properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had crack at the back, also it was water damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.